Manufacturer narrative:
Additional information: upon further evaluation of the returned device it was determined that the assignable root cause was also due to premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the air reamer device was seized, jammed and moving heavily. It was further determined that the device failed pretest for general condition, trigger function, safety system, hose coupling, immediate stop, function of forward and reverse, excessive noise, air leak, power with test stand (minimum 190 watt to 260 watt) and starting behavior. It was noted in the service order that the device motor did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.